Event description:
According to the report: it was reported that the skin adhesive was used for up to two weeks post op on an open total joint replacement and then discarded. It was also noted that the patient acquired infection. The patient had to be brought back in for a second procedure wound debridement and liner change then was put on six weeks of antibiotics via IV.

Manufacturer narrative:
The patient had to be brought back in for a second procedure wound debridement and liner change then was put on six weeks of antibiotics via IV. The complaint failed to provide: hospital name and address, can you provide the product code and lot number of the device(s) involved. Any associated defect, patient information, any pre-application preparation techniques· how long after the application of the adhesive the reaction occured.